Manufacturer narrative:
During use, it was reported that the 5x300mm 155cm saber rx balloon catheter was delivered to the lesion for inflation, however, it ruptured at its nominal pressure. The saber balloon was replaced with another unknown balloon catheter and the procedure was completed successfully. There was no patient injury. The lesion was the superficial femoral artery. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. No other information was provided. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17670989 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, it was reported that the saber balloon catheter was delivered to the lesion for inflation, however, it ruptured at its nominal pressure. There was no patient injury. The saber balloon was replaced with another unknown balloon catheter and the procedure was completed successfully. The lesion was the superficial femoral artery. The device has been discarded due to infectious disease(s).